Event description:
Pt underwent colectomy. Stapling device misfired during attempted anastomosis not giving good staple line. Event required anastomosis by hand sewing, therefore prolonging anesthesia and surgical procedure times.